Manufacturer narrative:
The devices identified by the complaint information were received for evaluation 20 nov 2024 and were evaluated 22 nov 2024. The laser fibers returned were determined to be broken, consistent with information received from the complainant. The laser fibers rfid tags revealed the devices had both been utilized by the complainant. One of the fibers had been utilized four times with a total energy transmission of 17670j, and the other had been utilized for one case with a total energy transmission of 6600j. The usage of both fibers by the complainant prior to breakages observed, as well as the 100% inspection completed at dmta provide objective evidence the laser fibers were operating within specification prior to the breakages reported. It is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. No patient or operator impact was reported with information received for this complaint. No defects or inconsistencies with the laser fiber returned were noted upon evaluation of the complaint samples.

Event description:
On 5 november 2024 dmta quality was contacted regarding a thulio laser fiber which was reported to have broken on 26 september 2024. No patient impact was reported as a result of the reported fiber breakage.